Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/17/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned devices. Visual analysis of the returned sample determined that one opened sample that pertains to product code sxpp1a40313 was returned for analysis. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and the end of the suture was noted to be broken probably caused by a surgical instrument. In addition, the barbs present damage, deformation, and body fluids along the strand. The other section of the suture was not returned for analysis. As per the conditions of the returned sample, no functional test could be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Related reports: 2210968-2022-08555 and 2210968-2022-08556

Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: questions for product reported under: (B)(4): what was the exposure time of the suture? The product was used immediately after opened the package. Was the suture package opened and used right away per the IFU? Yes. Did the surgeon attempt to tie a knot with suture? Unk what other instruments were used during the procedure? Needle holder. Are there sterile samples from the reported finished goods lot available for testing? No. Photo analysis: this is an analysis of a photo submitted for evaluation. During the visual analysis the following was observed: the photograph shows a winding former with a suture section and aluminum package, product code: sxpp1a40313, lot number rlmpss inside a plastic bag. The image is not clear to determine the failure mode. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. Events reported via: 2210968-2022-08556.

Event description:
It was reported that a patient underwent a scoliosis procedure on (B)(6) 2022 and barbed suture was used. During the procedure, it was reported that the suture broke when sewing in scoliosis surgery. Changed another two to continue the surgery, the same problem happened. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.